Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). The motor was tested outside of the device and passed. Unable to confirm excessive no delivery alarm due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump was beeping with a motor error alert, no delivery alert. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. Customer stated the motor error was reoccurred within the last 30 days. Customer was able to complete insulin pump rewind. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.